Event description:
Fresenius kabi USA was recently notified of a vulnerability of the open ssh software, that may allow a threat actor to perform remote software control of the large volume pump (lvp) (hereinafter, the "vulnerability"). Open ssh software is embedded in the lvp software version 5.9.1 and earlier (product code lvp-sw-0005). This vulnerability only exists when a user enables remote login from service mode in the lvp. Exploiting this vulnerability is considered difficult given the design mitigation present in the lvp-sw system outlined below. To exploit this vulnerability in the open ssh software, a threat actor must have direct or adjacent network access and physical access to the single lvp under attack. The threat actor must then enable a rarely used remote login functionality, accessible from the service mode which itself requires a hospital-defined password. The complexity of the attack is considered high, as it requires the ability to perform remote code execution. Fresenius kabi is not aware of exploits specifically targeting this vulnerability in the lvp-sw 5.9.1. This issue does not impact the ivenix infusion management software. The impact of the vulnerability to individual organizations depends on many factors that are unique to each organization. Fresenius kabi recommends that organizations evaluate the impact of this vulnerability based on their operational environment and specific clinical usage. Mitigation include limiting the use of remote login within service mode and following best practices for system security, which include, but are not limited to: - define the scope of each segmented network and its needs for isolation. - define proper it-network security controls. - implement secure methods for remote users to access your network, such as requiring all remote users to connect and authenticate through a single, managed interface before conducting software upgrades, maintenance, and other maintenance or support activities. - minimize the chances of compromise by monitoring and auditing system events 24/7. Use intrusion detection systems (idss), intrusion prevention systems (ips), anti-virus software, and usage logs. - use strong authentication and encryption. - ensure boundary protection devices (i.e., vpn, firewall, vlan, separated or out-of-band networks, etc.) Are used appropriately. - design it network to enable separation of medical devices from business applications. - monitor network traffic to identify and isolate devices suspected of generating malicious, excessive, or unusual network traffic. Fresenius kabi is working to update the affected software components in the next software release.

Event description:
The ivenix lvp is vulnerable to an unauthenticated remote code execution flaw found in openssh which can be exploited in limited circumstances. Openssh to be upgraded to version 9.8p in lvp software release 5.9.2.